Event description:
During a laparoscopic cholecystectomy procedure, no function after a few minutes. Another device was used to complete the case with no adverse patient consequence. There is no further information available.